Event description:
Caller reported a rapid decrease in battery charge by 69% earlier in the day, leading to an unexpected shutdown of the pump. During the event, the customer's blood glucose level did not exceed 500 mg/dl. Technical support educated the caller about resetting various pump settings and investigated the incident, leading to findings confirmed through customer follow-up. No further action was required.